Event description:
It was reported the patient's blood glucose level rose to between 500 to 600 mg/dl. The pod was not worn. The patient stated that the pink slide did move forward, however the cannula did not insert into the skin. No alarms or alerts were received. No treatment was reported. Reportedly, the patient had been experiencing bent cannulas, cannulas that did not insert/did not emerge, and insulin leakage. No additional information was available.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdownomnipod software app version: 3.1.6operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: g7please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.